Manufacturer narrative:
Correction to the imaging information from the previous supplemental report. Based on an updated engineering evaluation. Imaging was made available and during review tension was noted. The delivery system moves back after tension relief. The inflation balloon inflates only distally, causing a cone shape to the valve. The valve slides aortic after inflation and is deployed above the aortic bifurcation in the descending abdominal aorta. No imagery was available showing proper alignment of the valve within a marker.

Manufacturer narrative:
Corrected device model number.

Manufacturer narrative:
Additional information provided indicated the patient¿s vessels were mildly tortuous and mildly calcified. The contrast to saline ratio was likely 85:15 saline/contrast mixture. During de-airing, the balloon was 20-30% partially inflated. There were no reported insertion difficulty problems with the esheath. The valve was likely crimped 3 times, the shaft was rotated a few degrees between the crimps. About 5 to 6 seconds were held between each crimp. There was no difficulty inserting/advancing the delivery system through the sheath. Based on fluoro measurement the valve moved 4.4mm. The flex catheter, however, was advanced several times and the valve was correctly aligned between the markers. When the catheter was retracted away from the valve frame to expose the balloon, the valve frame could be seen becoming unaligned and moving proximally on the balloon shaft. The delivery system was not torqued or heavily manipulated. Pre-operative CT showed the descending thoracic part of the aorta to be very large in diameter with a thrombus present. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, valve alignment in the descending aorta was¿ normal¿ but with build-up of tension. The tension was removed by pulling back the flex catheter from the valve and re-positioning the flex catheter. Once the valve was positioned across the annulus; the flex shaft was retracted and the valve moved distal requiring the valve to be aligned again. This happened several times as the valve moved distal from the proximal marker by several mm. It was then decided to deploy the valve off markers. The balloon inflated asymmetrically and the valve slipped aortic. The valve was retrieved and deployed in the descending aorta at the level of the iliac bifurcation. A second valve was then successfully implanted. The patient is doing well.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, gouges were noted on the flex tip and compression marks on the distal end of the flex shaft. A kink was noted on the balloon shaft, most likely due to packaging. Scratches were seen on the flex shaft. No other abnormalities were observed on the delivery system. Imaging was made available and during review tension was noted. The delivery system moves back after tension relief. Valve movement was observed after flex tip retraction. The inflation balloon inflates only distally, causing a cone shape to the valve. The valve slides aortic after inflation and is deployed above the aortic bifurcation in the descending abdominal aorta. No imagery was available showing proper alignment of the valve within a marker. The commander delivery system distal end of the balloon shaft was cut during the pre-decontamination evaluation; however, during the post-decontamination evaluation, the balloon shaft was able to be moved freely through the handle and there was no slippage observed when the device was locked. Dimensional analysis was not performed as functional and visual inspection did not indicate a manufacturing non-conformance in the returned device. The complaint for ¿handle - fine adjust difficulty¿ was confirmed. Functional testing of the returned device was able to utilize the full length of fine adjust. However, based on the imagery review, significant tension built up in the delivery system and the possible movement of the thv into the flex tip (known as valve diving) supports the difficulty with fine adjustment observed in the procedure. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted, if the thv is unseated during alignment, it can result in higher than usual valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to cause the thv to ¿dive¿ into the flex tip. Although an exact root cause was unable to be determined, it is possible that patient and/or procedural factors contributed to the reported event. Patient factors such as tortuosity can contribute to difficulty in fine adjust as the valve alignment may have been performed in a bent section of the aorta, contrary to training manual instructions to perform valve alignment in a straight section of the aorta. The complaint for ¿delivery system - valve movement on balloon¿ was unable to be confirmed since no imagery showing the proper alignment of the valve within the markers. A number of procedural factors can contribute to the valve movement on balloon during retraction of the flex tip. Residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore causing resistance against valve alignment and displacing the valve proximally once the flex tip is retracted to triple marker band (and no longer in contact with the valve). During de-airing of the delivery system, inflation of the balloon past 20-30% may alter balloon profile, causing heavy resistance during valve alignment. Aforementioned, if valve alignment is performed in a tortuous anatomy, tension could build up in the system. Under such conditions, flex tip could push against the valve and bunch up the balloon. Stored tension gets released as soon as the flex tip gets retracted and the balloon relaxes and displaces the valve proximally. A definitive root cause was unable to be determined at this time. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. No IFU/training manual deficiencies were identified. Therefore, no corrective or preventative action is required at this time.